Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from follow up that there was no loss of capture. The hospital telemetry was not reading properly.

Manufacturer narrative:
Concomitant medical product: dtba1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed a possible loss of capture on the left ventricular lead. Interrogation showed a pause with the heart rate down to thirty beats per minute. The lead remains in use. No patient complications have been reported as a result of this event.